Event description:
Follow up identified the patient had his scs ipg replaced with a new one. Stimulation therapy was reportedly restored postoperatively.

Manufacturer narrative:
Recall number: 1627487-05242011-002-r, 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs ipg no longer communicates with external devices. Troubleshooting was unable to resolve the issue. Follow up identified a company representative met with the patient and confirmed the patient's scs ipg was inoperable. Surgical intervention may be taken to address the issue.